Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the guidewire is inserted into an introducer needle, the distal end part of the guidewire was stuck in the introducer needle because only the guidewire was manipulated. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck and damaged guidewire was confirmed and the cause was determined to be use related. The product returned for evaluation was a 0.018" x 35cm guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken with the coil wire being unraveled. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: shearing of the core wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. The region which was stretched and elongated was immediately adjacent to a region distal of that site which remained tightly coiled. This was evidence that the distal-most segment of wire did not experience the forces involved in the event. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. The product instruction for use (IFU) contains the following information which may be relevant to this type of event, if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the guidewire is inserted into an introducer needle, the distal end part of the guidewire was stuck in the introducer needle because only the guidewire was manipulated. There was no reported patient injury.